Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in los angeles reported that the outlet port of a rd900 neopuff infant resuscitator was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Result: the customer reported that the outlet port of a rd900 neopuff infant resuscitator was broken. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A distributor in los angeles reported that the outlet port of a rd900 neopuff infant resuscitator was broken. There was no reported patient involvement.